Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for congestive heart failure, with symptoms of shortness of breath on exertion and left lower limb pain at rest. Noninvasive positive pressure ventilation (nppv) was performed. Continuous hemodiafiltration (chdf) was performed during the acute phase. Chdf was used to drain water slowly, and was then switched to hemodialysis (hd). Internal medicine was adjusted and hd could be maintained, but the patient's shortness of breath on exertion remained. Echocardiogram showed severe mitral stenosis (ms) with mitral annular calcification (mac) as the background, therefore it was determined that intervention to this site was difficult. Hd was maintained, and it was decided to monitor the progress. A diagnosis of severe left leg ischemia was made and an endovascular thrombectomy (evt) was performed. The patient's pain improved afterwards. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for congestive heart failure, with symptoms of shortness of breath on exertion and left lower limb pain at rest. Noninvasive positive pressure ventilation (nppv) was performed. Continuous hemodiafiltration (chdf) was performed during the acute phase. Chdf was used to drain water slowly, and was then switched to hemodialysis (hd). Internal medicine was adjusted and hd could be maintained, but the patient's shortness of breath on exertion remained. Echocardiogram showed severe mitral stenosis (ms) with mitral annular calcification (mac) as the background, therefore it was determined that intervention to this site was difficult. Hd was maintained, and it was decided to monitor the progress. A diagnosis of severe left leg ischemia was made and an endovascular thrombectomy (evt) was performed. The patient's pain improved afterwards. No additional adverse patient effects were reported. Additional information was received to report the patient was transferred to a hospital for hemodialysis treatment. However, two and a half months following the valve implant procedure, the patient died of heart failure. Per the physician, the patient's death was not related to the medtronic valve.

Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event date of death. B5. A second paragraph was added. D. Full unique identifier (UDI) #. H3. Device not evaluated. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.